Manufacturer narrative:
Report source: article titled "kyphoplasty as an alternative treatment of traumatic thoracolumbar burst fractures magerl type a3" by frank hartmann, erol gercek, lisa leiner, pol maria romens. Method - device not returned, followed up with author.

Event description:
In an article titled "kyphoplasty as an alternative treatment of traumatic thoracolumbar burst fractures magerl type a3", the following event was reported: six minor ventrocranial cement leakages into the superior disk space without further clinical consequence. No additional information was reported.